Event description:
The following information was reported to gore: on an unknown date, this patient underwent an endovascular treatment in the thoracic aorta whereby a non-gore stent graft (cook zenith alpha®) was implanted. (Details unknown) on (B)(6), 2023, this patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® dryseal flex introducer sheath, gore® tag® conformable thoracic stent graft with active control system, and non-gore stent graft (relaypro¿). A sheath was inserted through the left femoral artery. After all stent grafts were implanted and the sheath was removed, it was found that the pulse in the left leg was not palpable. Angiography revealed dissection from the left common iliac artery to the left external iliac artery. For repair, two bare metal stents were implanted in the dissected area. Reportedly, the vessel diameter of the dissected area was about 7.9-9.5 mm. The physician reportedly stated as follows: I didn't think the access vessel condition was that bad. There was a little resistance when inserting the sheath.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Per IFU, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.